Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided e1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that at the two (2) week post op, the patient complained of achiness and tenderness around the implant at tooth location #29. The patient was placed on clindamycin 300 x 7 days for infection.